Manufacturer narrative:
The device was not returned for evaluation.

Manufacturer narrative:
(B)(4): device will be evaluated upon receipt.

Event description:
It was reported that the core impaction drill started smoking during a case. There was a 40 minute delay, but there was no patient or user injury reported and no adverse consequences alleged with this event.

Event description:
It was reported that the core impaction drill started smoking during a case. There was a 40 minute delay, but there was no patient or user injury reported and no adverse consequences alleged with this event.